Event description:
Pt reported he bumped into a table and damaged the infusion device display. He is unable to read the display, and misinterpretation of the insulin delivery amount is possible. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.